Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 30-jun-2018, UDI#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 0.480 mg/day via an implantable pump. On (B)(6) 2020, it was reported that, following a refill procedure in (B)(6) 2020, the patient experienced a partial loss of effect and began gathering fluid around their pump. It was determined that the hcp must have nicked the catheter during the refill and poked a small hole in it. The pump was turned to the slowest rate possible under simple continuous mode and surgery was scheduled to repair the catheter. On (B)(6) 2020, the proximal section of the catheter, including the collet, was removed and replaced. It was confirmed that there was a hole in the catheter that occurred during the attempted refill. The damaged catheter was discarded. The issue was considered resolved at the time of the report. The patient's status was listed as "alive-no injury". No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative reported only the proximal piece of catheter that was in the pump pocket that was removed/replaced. The fluid was not tested but due to the large volume (approx 100ccs) it was likely a mix of morphine and mostly csf.